Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
It was reported that the catheterization was conducted on the patient with the guidance of the ultrasound on (B)(6). Leakage was found after discharge within three months. There was no obvious discomfort. The catheter was not removed. On (B)(6) 2018. Sale rep feedback: leaked outside of the body. No skin damage occurred.